Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
Device returned to MFR: the device was returned for evaluation. Examination of the returned device revealed kinks in the telescope and in the imaging window assembly. The clear imaging window was found detached from the blue sheath tubing at the lap joint. The telescope assembly was not able to properly pull back, advance, or retract due to the detached imaging window. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. The detached lap joint section of sheath assembly appeared stretched approximately 0.4 cm long. There was no damage observed on the distal tip or guidewire exit port assembly. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the distal end of this device was detached and the device was stuck in lesion. During a percutaneous coronary intervention an opticross¿ was used to diagnose a moderately tortuous and moderately calcified lesion located at the left circumflex artery with 90 percent stenosis. Pre-dilatation was not performed. An unknown guidewire was inserted and the opticross was inserted and got stuck in the lesion. The physician pulled the device forcibly and detachment of the distal end of the device occurred. Using several unknown guidewires, the detached part of the device was captured and removed. No patient complications reported and the patients's condition is good.

Event description:
It was reported that the distal end of this device was detached and the device was stuck in lesion. During a percutaneous coronary intervention an opticross¿ was used to diagnose a moderately tortuous and moderately calcified lesion located at the left circumflex artery with 90 percent stenosis. Pre-dilatation was not performed. An unknown guidewire was inserted and the opticross was inserted and got stuck in the lesion. The physician pulled the device forcibly and detachment of the distal end of the device occurred. Using several unknown guidewires, the detached part of the device was captured and removed. No patient complications reported and the patients's condition is good.